Manufacturer narrative:
(B)(6). (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink solution set was leaking just below the drip chamber. This occurred during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure and clear passage under water testing was performed and it was noted that a leak was present at the junction between the tubing and drip chamber. It was also noted that there was a brilliant area in the tubing which was evidence of the presence of solvent. The reported condition was verified. The cause of the reported condition was a manufacturing issue during the solvent application. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.